Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. The pmi group is requesting a custom triflange. Upon review of the radiographs provided, osteolysis of the liner was noted. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: marked cranial displacement of the right hip arthroplasty with loosening and rotation of the right hip acetabular implant. Extensive acetabular and proximal femoral osteolysis as noted. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. The pmi group is requesting a custom triflange. Attempts have been made and additional information on the reported event is unavailable at this time.